Manufacturer narrative:
[Health effect - impact codes]: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported bilateral rupture diagnosed MRI. This relates to left side. Device has been explanted.